Manufacturer narrative:
No sample has been returned for evaluation. Sterilization was performed in accordance with parameters. The batch was released according to requirements. A batch record review indicates that no non-conformances and deviations related to the complaint issue were initiated. A batch record review of a previous complaint resulted in a discrepancy which was investigated and is closed. The previous investigation concludes that the likely root cause for the issue, "stop flow between patient and chamber of unometer product" cannot be identified on the basis of the information received. No corrective actions are required at this time, nor any additional investigation. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date: 12/2020. Manufacture date: 01/2016. Based on the available information, this event is deemed a reportable malfunction, no patient harm was reported. Additional information has been requested but not received to date. If additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: august 30, 2016. (B)(4).

Event description:
It was reported that the ICU nurse had been identifying issues in the anti-reflux valve of the unometer. She reported that the urine does not pass through the foley catheter to the chamber without manual help. No further information was available including patient details, treatment or outcome.